Event description:
Falsely elevated troponin results on 4 patients. Results were questioned by the physician and retested, as they were inconsistent with patient presentation and other cardiac markers. Repeat results were in normal range. Patient treatment was not prescribed or altered. There were not reports of adverse health consequences as a result of the falsely elevated troponin results. Evaluation of the instrument by a dade behring field service representative identified poor instrument maintenance.